Manufacturer narrative:
The concerned device was sent in for investigation on manufacturer site. The device log was analyzed and showed (B)(4) entries for warmstarts on (B)(4) 2016 in the time between 21:44h and 22:07h. Thereafter ventilation continued without further problems. After request it has been confirmed that the (B)(4) 2016 was the date of event. A first functional test after receipt of the device revealed no malfunction. Moving and shaking the device to simulate the transport situation did not show any device failure. The device was opened and all internal connections were carefully inspected. Nothing suspect was found. The device was run for 12h on a shaker to reproduce warmstart conditions, but no warmstart or other malfunction occurred. Finally the reason for the warmstarts on (B)(4) could not be identified. During a warm start, the ventilation is interrupted for about 5s, spontaneous breathing is possible via the emergency air inlet and thereafter ventilation continues with the previous settings. Alarms are generated. As the device was already opened and analyzed by the customer before it has been sent in for investigation, the cause for the warmstarts might have been fixed unintentionally prior to investigation.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet included. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a transfer from (B)(6) the ventilator kept switching off when going round corners. There was no injury reported.